Manufacturer narrative:
Product event summary: the pscc100 with lot number 0012761262 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle. During inspection of the array, the guidewire lumen was observed to be kinked at 0.83 inches from the distal tip. The catheter was reprogrammed and passed functional testing with a generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating the steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. Electrical continuity testing did not reveal any anomalies. In conclusion, the catheter failed the returned product inspection due to a kinked guidewire lumen at the spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, noise was observed when the loop catheter was moved from the left inferior pulmonary vein (lipv) to the right superior pulmonary vein (rspv). The interface cable was replaced, without resolution. The loop catheter was then replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.